Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly as the seals remained in the loading devices when the delivery devices were removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for each of the reported product lot numbers. There were no nonconformance recorded in the lot histories. (B)(4). Device 2: lot# 25064920. Expiration date: 09/30/2013.